Manufacturer narrative:
Section a2, a3a, a3b, a4, and a5: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) had haptics adhered together and required extensive manipulation with a sinsky hook before the lens ultimately opened. The lens was fully inserted into the patient¿s eye. The patient status is currently unknown. Per additional information received, there was a total delay of thirty minutes, with the remainder of the case proceeding normally. There was no capsule tear or unplanned vitrectomy, and whether incision enlargement or sutures were required remains unknown. No medication outside the standard of care was administered. The iol was implanted successfully. The patient outcome is expected to be as anticipated. No further information was provided.